Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc reviewed the quality control data and results were within range. The ccc instructed the customer to obtain a sample and test it on both dimension vista instruments using a sample cup with lid, which resulted higher than the falsely low result and first repeat results. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The sample had initially resulted higher on an alternate dimension vista instrument and was repeated on this dimension vista 1500 instrument (s/n dv310675), resulting falsely low. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher than the falsely low result but lower than the initial result obtained on an alternate dimension vista instrument. The sample was then repeated from a sample cup on both instruments and resulted higher on both. The first repeat result obtained on the alternate vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.